Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of light guide bundle, and the distal end lg (light guide) glass was severely damaged. A definitive root cause could not be identified. Based on the results of the investigation, the dark image was due to failure of light guide bundle. Cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported, that during cleaning and disinfection process. The subject device had a dark image. There were no reports of patient involvement.

Manufacturer narrative:
E1.: address: (B)(6). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.